Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed pump error during a basal. Customer's blood glucose was 160mg/dl at the time of incident. The customer does not have the pump with them to troubleshoot and was advised to call back later to complete troubleshooting. No further details given.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No alarm was noted. The insulin pump downloaded properly to the carelink pro software noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.